Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2015 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2015 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Corrected data: manufacturing site for devices; an event regarding abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results:device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Clinician review: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that patient¿s right hip was revised due to abnormal ion levels in the blood work. Also, the patient had suffered injuries due to implantation and explantation of the device. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.